Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements throughout the past several years. The shock impedance measurements have been steady around 130 ohms recently, which is considered out of range. Rhythmcare discussed the potential cause could be attributed to physiological changes and provided further troubleshooting options to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.